Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain / pelvic pain (frequent and moderate to severe)"), genital haemorrhage ("persistent bleeding") and helicobacter gastritis ("gastrointestinal or digestive system condition - h pylori") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included gravida ii, parity 2 (B)(6) 2008 and (B)(6) 2011) and vaginal delivery (2). *(B)(6) 2016 : h. Pylori stool ag, e1a : positive (B)(6) 2016 : surgical pathology report : gross description: left fallopian tube- a separate metallic coil measures 4 2 cm in length x 0.2 cm in diameter. Right fallopian tube- a separate metallic coil measures 2.5 cm in length x 0.2 cm in diameter. Previously administered products included for an unreported indication: mirena from 2010 to 2011. Concurrent conditions included morbid obesity, heartburn, bloating, pain, sore throat, fungal infection of nail, ear pain, mass, tiredness, fatigue, ovarian pain, smoker, marijuana abuse, urination frequency of, rectal mass, constipation, vitamin d deficiency and anemia. Family history included hypertension (mother), diabetes (mother) and multiple disabilities (sister). Concomitant products included medroxyprogesterone acetate (depo provera) in 2011 for birth control as well as macrogol 3350 (miralax) and omeprazole. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced mood swings ("hormonal changes-mood swings"), rash ("rashes or skin conditions") and skin disorder ("bumps on skin") and was found to have weight increased ("weight gain"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced helicobacter gastritis (seriousness criterion medically significant), abdominal distension ("gastrointestinal or digestive system condition - bloating") and constipation ("gastrointestinal or digestive system condition - constipation"). In 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain (frequent and moderate to severe)"). The patient was treated with surgery (underwent laparoscopic bilateral salpingectomies). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, female sexual dysfunction, mood swings and weight increased had resolved and the genital haemorrhage, helicobacter gastritis, vaginal haemorrhage, menorrhagia, tooth disorder, dyspareunia, abdominal distension, alopecia, rash, vaginal discharge, dysmenorrhoea, abdominal pain and skin disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, constipation, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, helicobacter gastritis, menorrhagia, mood swings, pelvic pain, rash, skin disorder, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight : 182 lbs mr- 1 ring extending from right tubal ostia, 6 rings were extending from left tubal ostia. Discrepancy noted in essure confirmation test, as hsg done in 2014 and as per recent followup test not done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.3 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: vaginal haemorrhage(confirming irregular vaginal bleeding), dyspareunia(confirming pain with intercourse every time) most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : new event " she did not undergo essure confirmation test " was added. Historical drug was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain / pelvic pain (frequent and moderate to severe)"), genital haemorrhage ("persistent bleeding") and helicobacter gastritis ("gastrointestinal or digestive system condition - h pylori") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (B)(6) 2008 and (B)(6) 2011) and vaginal delivery (2). Concurrent conditions included morbid obesity, heartburn, bloating, pain, sore throat, fungal infection of nail, ear pain, mass, tiredness, fatigue, ovarian pain, smoker, marijuana abuse, urination frequency of, rectal mass, constipation, vitamin d deficiency and anemia. Family history included hypertension (mother), diabetes (mother) and multiple disabilities (sister). Concomitant products included medroxyprogesterone (depo provera) in 2011 for birth control as well as macrogol 3350 (miralax) and omeprazole. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced mood swings ("hormonal changes-mood swings"), rash ("rashes or skin conditions"), weight increased ("weight gain") and skin disorder ("bumps on skin"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced helicobacter gastritis (seriousness criterion medically significant), abdominal distension ("gastrointestinal or digestive system condition - bloating") and constipation ("gastrointestinal or digestive system condition - constipation"). In 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain (frequent and moderate to severe)"). The patient was treated with surgery (underwent laparoscopic bilateral salpingectomies). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, female sexual dysfunction, mood swings and weight increased had resolved and the genital haemorrhage, helicobacter gastritis, vaginal haemorrhage, menorrhagia, tooth disorder, dyspareunia, abdominal distension, alopecia, rash, vaginal discharge, dysmenorrhoea, abdominal pain and skin disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, constipation, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, helicobacter gastritis, menorrhagia, mood swings, pelvic pain, rash, skin disorder, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight : 182 lbs mr- 1 ring extending from right tubal ostia, 6 rings were extending from left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.3 kg/sqm. Hysterosalpingogram - in 2014: total bilateral occlusion (B)(6) 2016 : h. Pylori stool ag, e1a : positive (B)(6) 2016 : surgical pathology report : gross description: left fallopian tube- a separate metallic coil measures 4 2 cm in length x 0.2 cm in diameter. Right fallopian tube- a separate metallic coil measures 2.5 cm in length x 0.2 cm in diameter ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: vaginal haemorrhage(confirming irregular vaginal bleeding), dyspareunia(confirming pain with intercourse every time) most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event bumps on skin was added and onset date of events updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain / pelvic pain (frequent and moderate to severe)"), genital haemorrhage ("persistent bleeding") and helicobacter gastritis ("gastrointestinal or digestive system condition - h pylori") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2008 and (B)(6) 2011) and vaginal delivery (2). Concurrent conditions included obesity, heartburn, bloating, pain, sore throat, fungal infection of nail, ear pain, mass, tiredness, fatigue, ovarian pain, smoker, marijuana abuse, urination frequency of, mass, constipation, vitamin d deficiency and anemia. Family history included hypertension (mother), diabetes (mother) and multiple disabilities (sister). Concomitant products included medroxyprogesterone (depo provera) in 2011 for birth control as well as macrogol 3350 (miralax) and omeprazole. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2012, the patient experienced mood swings ("hormonal changes-mood swings"), rash ("rashes or skin conditions") and weight increased ("weight gain"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems") and dyspareunia ("dyspareunia(painful sexual intercourse)"). In 2014, the patient experienced helicobacter gastritis (seriousness criterion medically significant), abdominal distension ("gastrointestinal or digestive system condition - bloating") and alopecia ("hair loss"). In 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), constipation ("gastrointestinal or digestive system condition - constipation"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain (frequent and moderate to severe)"). The patient was treated with surgery (underwent laparoscopic bilateral salpingectomies). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, female sexual dysfunction, mood swings and weight increased had resolved and the genital haemorrhage, helicobacter gastritis, vaginal haemorrhage, menorrhagia, tooth disorder, dyspareunia, abdominal distension, alopecia, rash, vaginal discharge, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, constipation, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, helicobacter gastritis, menorrhagia, mood swings, pelvic pain, rash, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight : (B)(6) lbs mr- 1 ring extending from right tubal ostia, 6 rings were extending from left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.3 kg/sqm. Hysterosalpingogram - in 2014: total bilateral occlusion . (B)(6) 2016 : h. Pylori stool ag, e1a : positive. (B)(6) 2016 : surgical pathology report : gross description: left fallopian tube- a separate metallic coil measures 4 2 cm in length x 0.2 cm in diameter. Right fallopian tube- a separate metallic coil measures 2.5 cm in length x 0.2 cm in diameter . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: vaginal haemorrhage(confirming irregular vaginal bleeding), dyspareunia(confirming pain with intercourse every time) most recent follow-up information incorporated above includes: on 14-feb-2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), dental problems, dyspareunia(painful sexual intercourse), gastrointestinal or digestive system condition ¿ bloating, gastrointestinal or digestive system condition ¿ constipation, gastrointestinal or digestive system condition - h pylori, hair loss, hormonal changes-mood swings, rashes or skin conditions, vaginal discharge, weight gain, dysmenorrhea (cramping), abdominal pain (frequent and moderate to severe)", reporter, historical conditon added from pfs. Historical and concomittant condition, family history, lab data added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.